Manufacturer narrative:
Two devices were received. The returned devices did not have any lot number markings and were not received with side indications. As such, the device evaluation associated with the device above is designated as device a at the present time. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the breast implant. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: breast mass manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 56-year-old caucasian female patient underwent a breast augmentation surgery with implantation of an unknown mentor saline breast implant prosthesis. Post-operatively, the patient was diagnosed with a atypical ductal hyperplasia associated with her right breast during an in-office visit with a medical professional. As a result, the patient underwent removal and replacement with 750cc artoura breast tissue expanders on (B)(6) 2021. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the right breast implant. Refer to manufacturing report number (B)(4) for the contralateral event.